Event description:
It as reported that during patient use, the ventilator was alarming with a circuit disconnect. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and could not duplicate the customer reported issue. The ventilator then passed all performed testing.